Manufacturer narrative:
Initial.

Event description:
It was reported that after an emergency room visit, the user attempted to reconnect the ilet pump without an available sensor and tried to run bg mode by entering a manual fingerstick of 429 mg/dl, but the pump displayed prompts to start a new sensor or change insulin therapy and insulin dosing had stopped. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure in attempting to operate the pump without a sensor; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was advised to use backup therapy or seek medical attention until a new sensor is available and to reconnect once supplies arrive.